Event description:
Discordant glucose results were obtained on an advia 1800 for three pts. The results were reported to health care providers. The technician noticed the discordancy by using delta checking against previous results. The samples were run on another advia 1800 and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the discordant glucose results were caused by the reagent probe 1 (rpp1) not being seated properly and thus not being washed properly. The fse repaired and adjusted the probe, and rebuilt the sampling and reagent wash pump (srwp). The instrument is performing within specifications. No further eval of the device is required.